Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller setup joint (acj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Visual inspection found no issues. The acj was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles & sitting idle for 1hrs. After testing ten power cycles for no error, reviewing the system error logs after test was no error could be identified. Root cause is attributed to a defective component.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure after surgical ports placement, error 32100 occurred on the universal surgical manipulator (usm) arm 2. The procedure was completed with no report of patient injury.